Event description:
It was reported that the patient went for their refill in 2009. The patient indicated that the physician was not able to do a fluoroscopy that day, the pump was refilled anyway. The patient experienced an overdose (no specific symptoms reported) and ended up in ICU because, the medication "went in to my abdominal cavity". The patient was given narcan. Then withdrawal was reported. No x-rays or fluoroscopy had been done. The physician indicated they wanted to fill the pump again to see what happened and that was the only way to know what happened. Unable to follow-up with contact information provided, no additional information was obtained.